Event description:
It was reported that after a cardiac interventional procedure arteriotomy closure of the common femoral artery was attempted using a proglide device. Reportedly, the physician deployed the proglide sutures in the common femoral artery uneventfully; however he wanted to maintain guide wire access and attempted to reinsert the 0.035 j tip guide wire through the guide wire exit port, before knot advancement to the arteriotomy. The guide wire could not be advanced, the physician also attempted to use a different wire, this time a 0.035 straight guide wire, with the same result. The physician removed the proglide device from the patient groin and closed the arteriotomy with the deployed proglide sutures. The physician confirmed that hemostasis was achieved and the patient did not experience any adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a guide wire into the guide wire exit port of the device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation, there is a possible product issue related to the difficult to insert guide wire through the guide wire exit port. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.